Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone#: (B)(6) e1: reporter phone#: (B)(6).

Event description:
A speaker replacement was ordered by the philips distributor. A good faith effort attempt is being conducted to find out if there was a speaker malfunction error message reported and if there was still sound in standalone mode coming from the device. Patient involvement is unknown. There was no report of patient or user harm.